Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One viscous fluid control (vfc) tubing set was returned and visually inspected. The syringe and small part tray were not returned. The returned sample was turbid. No obvious defect was found on the tubing set. Lab stock components and a calibrated console were used to test the vfc tubing set. The console could recognize the vfc by illuminating green on the light emitting diode (led) ring. The vfc sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe; no anomalies were observed during this step. Pressure was stable during functional testing. All connections were found to fit securely. Improper connection would allow the syringe detachment. Based on the analysis of the returned sample, the customer's event is related to customer error during the surgical set-up process. Improper connection would have resulted in the syringe detachment. After an investigation of this complaint, it has been determined that no action will be taken at this time as the root cause is related to improper usage. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the syringe came off during a procedure. The product was replaced and the procedure was completed. There was no harm to the patient.